Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of mfg or component failure.

Event description:
Pt had surgery on (B)(6) 2013. Pt seen by physician on (B)(6) 2013 with the report that implant had come out. Verified implant had extruded.